Event description:
Pt was ambulating in hallway with nurse's aide when she grabbed the trigger release of the walker, causing the walker to collapse while ambulating. In effort to avoid the pt falling, the nurse's aid grabbed the pt, injuring herself in the process. The next day, a similar incident occurred. Though no pt harm occurred during either instance, we feel that this is an unsafe device and could easily result in pt harm. The walker was returned to the dme company and replaced with a different model.